Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing and impedance high out of range. This ra lead was explanted and was replaced with different model. No additional adverse patient effects were reported.